Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 12-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. Essure has completely changed her life and her health and not for the better. Almost immediately she began having unbearable pain, bleeding, hair loss, fatigue, weight gain, joint and back pain and as time went on, the symptoms kept mounting and every doctor she saw decided she was depressed and needed to be medicated. They made her feel as though she was crazy. On (B)(6) 2015 she finally had a complete hysterectomy after 7 1/2 ears of pure hell. Company causality comment: this case report detected during monitoring of posts on an FDA hosted docket website, refers to an adult female consumer, who had essure (fallopian tube occlusion insert) inserted and almost immediately after placement, experienced unbearable pain and bleeding. These events, seen as pelvic pain and genital bleeding, are serious due medical importance and listed in the reference safety information for essure. Genital bleeding and pelvic pain may occur during essure use. In this case, soon after the insertion she had unbearable pain, bleeding and other non-serious events. After 7 years, she had hysterectomy performed considering event's nature and close temporal relationship, causality with essure use cannot be excluded. Since intervention was required, this case is regarded as incident. Technical assessment is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up 08-sep-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this case report detected during monitoring of posts on an FDA hosted docket website, refers to an adult female consumer, who had essure (fallopian tube occlusion insert) inserted and almost immediately after placement, experienced unbearable pain and bleeding. These events, seen as pelvic pain and genital bleeding, are serious due medical importance and listed in the reference safety information for essure. Genital bleeding and pelvic pain may occur during essure use. In this case, soon after the insertion she had unbearable pain, bleeding and other non-serious events. After 7 years, she had hysterectomy performed. Considering event's nature and close temporal relationship, causality with essure use cannot be excluded. Since intervention was required, this case is regarded as incident. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect.

Manufacturer narrative:
Follow-up received on 06-may-2016: information received via legal claim states that plaintiff had essure implanted in (B)(6) 2008. Subsequent to implantation, she began to suffer from severe pelvic pain, extreme menstrual changes, weight gain, bloating, depression, anxiety, fatigue, tooth decay, skin irritation, loss of libido, memory loss, vision issues, and severe joint pain. Plaintiff had to have a hysterectomy as a result of essure. Company causality comment: this case report detected during monitoring of posts on an FDA hosted docket website, refers to an adult female consumer, who had essure (fallopian tube occlusion insert) inserted and almost immediately after placement, experienced unbearable pain / severe pelvic pain and bleeding. Upon receipt of follow-up information, this case became legal. These events, seen as pelvic pain and genital bleeding, are serious due medical importance and listed in the reference safety information for essure. Genital bleeding and pelvic pain may occur during essure use. In this case, soon after the insertion she had unbearable pain, bleeding and other non-serious events. After 7 years, she had hysterectomy performed. Considering event's nature and close temporal relationship, causality with essure use cannot be excluded. Since intervention was required, this case is regarded as incident. Additionally, non-serious events were reported. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. Further information will be obtained through the litigation process.